Manufacturer narrative:
The device will not be returned for evaluation as it remains in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after this coil was deployed, a "foreign material" was identified above the coil at the gonadal vein junction. It was reported the material looked like "hair" in the image which still remains in situ. The coil was detached and implanted in the patient. No patient complication was reported.